Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a regulatory authority report by a pharmacist from (B)(6) of suspected aseptic peritonitis in a patient coincident with physioneal 35 clear-flex therapy, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient began treatment with physioneal 35 unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient began treatment with physioneal 35 unknown bag every 12 hours (dose not reported) (lot number 09j14g80) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced suspected aseptic peritonitis manifested by cloudy effluent and a fever. The reporter stated the patient was not hospitalized for the events. It was not reported if the patient had already been in the hospital at the time of the event since it was reported that on an unreported date, the patient was "operated congenital deformity." The reporter stated that aseptic peritonitis was suspected. The reporter considered the severity of the event to be mild. Since the patient did not have renal failure, peritoneal dialysis was discontinued. On (B)(6) 2011, physioneal was withdrawn. At the time of this report, the event of aseptic peritonitis manifested by fever and cloudy effluent was ongoing and unchanged. The reporter stated the suspected aseptic peritonitis manifested by cloudy effluent and fever was related to physioneal.